Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, itchy skin irritation on his neck, chest, arms, and thigh. The patient was given a prescription from his physician for cortisone containing salve and antiallergy tablets called cetirizine. The patient additionally removes the lifevest occasionally to help with the irritation. The outcome of the irritation is not known, as follow-up attempts were unsuccessful.